Event description:
After a liver transplant, the pt suffered a common hepatic artery stenosis identified on a computer tomogram (CT) scan. It was reported a vessel dissection was revealed during the angioplasty and stenting procedure. The stent was successfully deployed across the dissection and the original stenosis. However, the balloon catheter was placed and inflated over the stent; and upon withdrawal, the proximal end of the stent migrated distally. A second non boston scientific stent was used to successfully treat the proximal part of the dissection. Following arteriography demonstrated the significant improvement in flow "through the common and proper hepatic arteries with successful exclusion of both areas of dissection". The pt was discharged in 2008.